Event description:
In september 2002, the sound processor reportedly did nto respond for twenty minutes after being activated. In 2002, the pt's sound processore reportedly was not working. The pt was seen at the implant center for device evaluation. Programming adjustments were made. External equipment was exchanged. However, further testing confirmed that the device was no longer functioning.